Manufacturer narrative:
Other, other text: h2, h3, h6 - health effects codes updated. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, ICU medical will reopen this complaint for further investigation. A device history record (DHR) review cannot be performed because a lot number was not provided. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported that damage occurred to a bivona tube while inserted in a child. The family had sterilised and reused the tube as per manufacturer guidance. This damage occurred on its third use. No physical harm was caused to the child however he had to undergo an unplanned tube change outside of his usual twenty-eight (28) day change.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. D3, g1, and g2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.